Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 2.5 x 12 mm xience v stent and a 2.75 x 18 mm xience stent were both placed in the mid right coronary artery (rca) to treat in-stent restenosis (isr) of a mini vision stent. There were no reported patient effects or product issues at the time of the index procedure. However, in 2009, the patient returned with abnormal nuclear stress test. An angiogram was done which revealed isr of the index lesion. Reportedly, the isr was treated with a percutaneous coronary intervention (pci) no additional event or patient information is available.

Manufacturer narrative:
The xience in the IFU, is indicated for improving coronary luminal diameter in patients with symptomatic heart disease, and also mentions that the safety and effectiveness have not been established for subject populations with in-stent restenosis. Stenosis, in the IFU, is a known potential adverse event associated with coronary stenting. Hospitalization is not specifically addressed in the IFU, but it is noted in the no-fault risk assessment along with stenosis, as a potential post-procedure complication. The stenosis required treatment. A definitive cause for the patient effects, and the relationship to the product, if any, cannot be determined. The other xience v mentioned is being reported under this MFR #.